Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to an infection. No new device was implanted as a replacement. The device has not been returned for analysis. No additional adverse patient effects were reported.